Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. Multiple attempts were made by tandem technical support to address the issues, however, there was no response received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.